Manufacturer narrative:
The device was returned to olympus. And the evaluation found a cable malfunction. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the identified failure is component failure, which is expected or random without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited a cable malfunction. There was no patient involvement.